Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten minutes into treatment with a prismaflex m60 set , a blood leak at the junction after blood pump tube was observed. Blood was returned to the patient and they were disconnected and treatment ended. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: the actual sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon visual inspection it was observed that the access line-filter (post pump) was cut near the support plate, resulting in blood leakage. The cause of the event is unknown. Should additional relevant information become available, a supplemental report will be submitted.